Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no moisture was seen from the outside of the pump. A leak test was performed and a leak was observed due to a cracked pump case. The pump case was opened and no evidence of moisture was found in the pump. Unrelated to the initial complaint, the pump booted to the verify screen with dim pink contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that there was moisture behind the display screen and denied physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.